Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 480mg/dl and treated with manual injection. Troubleshooting found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting